Event description:
It was reported "prior to use on patient, adaptor broke". No patient involvement.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. From the picture attached it was confirmed the defect reported by the customer "broken/cracked - 15mm connector". However, it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "prior to use on patient, adaptor broke". No patient involvement.

Manufacturer narrative:
(B)(4). The customer returned one swivel connector from unit 5-16041 et tube, sher-I-bronch, ls, 41 fr for investigation. Only the tracheal swivel connector was returned. The et tube, suction catheters, bronchial swivel connector, and y connector were not returned. The returned connector was visually examined with and without magnification. Visual examination of the returned sample revealed that the tracheal swivel connector was broken on the 15mm side. The swivel connector is a component purchased from a supplier. A non-conformance was previously opened to further investigate this issue. Corrective actions were implemented under the nc on 08jan2022 to prevent this issue from recurring. This sample was manufactured prior to the corrective actions.